Event description:
On may 4, 2009, the customer informed the ge field engineer (fe) that a pt complained of a radiation burn from the study date of the previous month. The fe checked the fluoro dose. Initially, the dose read 9.4 r/min but the gantry locked up and the system required a reset. Upon reset, his readings rose slightly to 10.5 r/min. The fe obtained another radiation meter to compare, and it also read 10.5 r/ min. The fe re-calibrated fluoro tapers and verified a reading of 9.4 r/min. Mr/mas were also tested to confirm that the spectral filters in the collimator were per specification. No issues were found. It is unk at this time why the readings rose from 9.4 to 10.5 r/min. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.